Manufacturer narrative:
Additional information received: it was reported that the endoscopy room has ventilation and an air fan. The inside surface of the scope was washed with a non-asp enzymatic detergent (endofresh-s). The detergent was suctioned and then brushed. After the brushing, the scope was washed with water. The endoclens in the room was checked, and reported to be working without a problem. The facility processes were analyzed regarding their concentration of cidex opa. A sample solution was collected from the scope after processing with endoclens and disopa and no observed adverse effect level was found.

Event description:
Revision surgery was reported due to fracture of the shell.

Event description:
The customer reported a patient experienced anaphylaxis after a colonoscopy procedure. The patient experienced urticaria, vomiting, dizziness, itching and wheals on her skin as well as a mild drop in blood pressure. The patient's symptoms appeared the same day of the colonoscopy. During the colonoscopy procedure, the patient was administered silece (0.4mg, IV), buscopan injection (20mg, IV), opystan injection (35mg, IV), xylocaine jelly, and scrit (I pack, oral). After the patient's symptoms appeared, she received solu-cortef injection 300mg and her urticaria improved. The patient was hospitalized for follow-up, additional solu-cortef injection 100mg, and stronger neo-minophagen c injection. 40ml were administered to the patient. The patient was diagnosed with acute allergic urticaria. She recovered and was discharged the next day following the event. The scope that was used on the patient was processed in the endoclense automatic endoscopic reprocessor (aer) using disopa. The patient has had colonoscopies on (B)(6) 2006, (B)(6) 2008, and (B)(6) 2009, as well as gastroscopies on (B)(6) 2006, (B)(6) 2008, and (B)(6) 2009. During previous endoscopies, the scopes were disinfected in disopa and the patient received the same medications received in this event. However, this was the first time she experienced the symptoms. The doctor stated that it is possible that this event was allergy related to residual disopa on the scope.

Manufacturer narrative:
Correction: corrected the product lot# to 089jd.

Manufacturer narrative:
Concomitant device: endoclense automatic endoscopic reprocessor (aer) - sn unknown. (B)(4): urticaria, dizziness, mild drop in blood pressure. The cidex IFU warns that: may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. Direct contact with skin may cause temporary staining. Repeated contact with skin may cause skin sensitization. Seek medical attention if skin contact happens. In case of skin contact, immediately wash with water. The cidex IFU states: always follow the directions for use rinsing instructions exactly or residues of cidex opa solution may remain on the device. Failure to follow rinsing instructions exactly has resulted in reports of chemical burns, irritation, and staining.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, system hazard use misuse analysis, failure mode effects analysis, health hazard analysis and CAPA. Complaint history trending for disopa solution for the problem code 'hrp-anaphylactic reaction' did not reveal any significant trends. Batch record review of disopa lot 089jd was reviewed and no anomalies were found. The shuma (system hazard use misuse analysis) has been assessed a category ii - as low as reasonably practicable for potential patient exposure. The fmea (failure mode effects analysis) score for patient anaphylaxis indicates a score above 100. The hhe (health hazard evaluation) was performed resulting in a hazard/risk index of 5, with the recommendation to open a CAPA. The CAPA was initiated to thoroughly investigate complaints of patient allergic reactions associated with the use of instruments disinfected in cidex opa solution. For this complaint, (B)(4) demonstrated that the opa levels remaining on the scope following endoclens reprocessing was under no observable adverse effect levels (B)(4). In addition, retain sample of disopa solution lot 089jd showed no anomalies with respect impurities. Therefore, asp cannot confirm that there was any malfunction of the endoclens unit or disopa solution. Other concomitant medications have not been ruled out as a potential cause of this event. The patient was prescribed 4 vials of solu-cortef injection 100mg and 2 vials of stronger neo-minophagen c inj. 20ml for the symptoms. The patient recovered following the treatment and was discharged from the hospital the next day. Concomitant medications were silece (0.4mg, IV), buscopan injection (20mg, IV), opystan injection (35mg, IV), xylocaine jelly, and scrit (1 pack, oral). The noted medications were used for the purpose of the colonoscopy. It was reported that the patient has had multiple colonoscopies and gastroscopies in the past. Disopa and listed concomitant medications were used on this patient in previous endoscopies; however, this was the first time the patient experienced any symptoms. The doctor suspects that the event was attributed to residual disopa on the scope. No allergy testing was performed on the patient. It was reported that the endoscope used for the procedure was processed in disopa solution in the endoclens automatic endoscope reprocessor. The endoclens unit (manufactured by amano) was inspected and no issues were found.